Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in relation to a dreamstation auto CPAP that the top enclosure damaged. There was no patient harm or injury. During the evaluation of the device at the third party service center the device was visually inspected and visible foam particles were observed, damaged top enclosure of the device is replaced, upgraded the device operating software and device passed the final test.